Event description:
Customer reported: "incident description: liberation of rubber stopper particles floating into the medication vials when utilizing these blunt fill needles for withdrawal of the medication. Consequences for the patient: none".